Event description:
The resident fell out of their wheelchair in the dining room when the right front wheel fell off. The wheelchair was noted to have collapsed after the wheel fell apart. It was the right front wheel that came off.